Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced a peritoneal dialysis infection. The cause of the event was unknown. On an unreported date, the patient was hospitalized for the event and treated with an unspecified intraperitoneal drug (ongoing). Dianeal therapy was ongoing. At the time of this report, the patient remained hospitalized and was not recovered from the event. No additional information is available as the reporter declined follow up.